Event description:
Reporter feels the physician¿s assistant injected too far back, swelling, inflammation, pain. Pt said she got supartz shot (B)(6) 2023 but she feels the pa injected too far back on the outside of the left knee and she still has pain and inflammation a month later. It is tender and the mdo told her to take meloxicam but she took one dose and it did not seem to work so she takes advil and tried ice packs. She even slept with ice packs on her knee but it is still swollen. Reference reports mw5117884, mw5117885.